Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The blade edges were undamaged and were not dull. The instrument passed a cutting test and electrical continuity testing. An additional observation not reported by the site was pad printing removed. Failure analysis concluded that the damage was likely due to improper cleaning. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were approximately .10 - .15 in length and not axially aligned with the tube. It was concluded that the damage found to the main tube was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing and the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.

Event description:
It was reported that during a da vinci ureteral reimplantation procedure, the customer experienced dull scissors while using the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.